Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. It was reported that the patient was under 18 years of age. The animas vibe user's guide states: when used together with the dexcom g4 continuous glucose monitoring (cgm) system, the animas vibe insulin pump provides both continuous insulin delivery and continuous glucose monitoring in persons (age 18 and older) with diabetes. At the time of contact, no injury or medical intervention was reported.